Manufacturer narrative:
Correction: b5; h6 device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high-rate non-sustained episodes and pacing impedance variation. It was noted that the pacing impedance measurements had spiked and that noise was observed. It was determined that the low voltage portion of the right ventricular (rv) lead was fractured. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event. It was additionally noted that the lead exhibited short ventricular intervals on non-sustained ventricular tachycardia episodes.

Manufacturer narrative:
Continuation of d10: 4968-60 lead implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and pacing impedance variation. It was noted that the pacing impedance measurements had spiked and that noise was observed. It was determined that the low voltage portion of the right ventricular (rv) lead was fractured. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event.